Event description:
It was reported on the day following implant, the r-wave amplitude was 1mv bipolar and 5mv unipolar. The lead was repositioned and the r-wave amplitude was 18mv bipolar during procedure and 15mv bipolar the following day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.